Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at display window corners, broken reservoir tube lip, cracked belt clip slot and minor scratches on display window.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.